Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer changed the insulin pump's battery three times and was able to get the insulin pump to work properly. The customer's blood glucose level was 220 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.